Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("constant lower abdominal pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced abdominal distension ("bloating every evening"). An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), gait disturbance ("gait disturbances") and irritability ("permanent irritation"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to gait disturbance, irritability, abdominal pain lower or abdominal distension. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("constant lower abdominal pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced abdominal distension ("bloating every evening"). An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), gait disturbance ("gait disturbances") and irritability ("permanent irritation"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to gait disturbance, irritability, abdominal pain lower or abdominal distension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.